Event description:
In the last few mos on approx 5 or 6 5french, double lumen, groshong PICC catheters, I have experienced leaking or slits in the catheters. Our PICC coord turned the catheters into the MFR, bard. I just recently realized during placement that the slits were caused when I used too much force and a slight twisting to break the peel away micro-introducer. The catheter was then forced against the sides of the broken peel away which is very sharp. The MFR's instructions show that it's best to break away earlier to avoid this.